Event description:
It was reported to target that during the embolization of a left internal carotid aneurysm, after the balloon was placed in the pt and inflated, the balloon deflated and migrated to the brain causing deficit to the pt. The pt was taken to surgery to remove the balloon. Add'l info is being requested.